Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial#: (B)(4), product type: lead. Product ID: 977c165, serial#: (B)(4), product type: lead. Product ID: 977c165, serial#: (B)(4), product type: lead. Product ID: 355531, lot#: n671881, product type: screening device.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having their current system replaced. During the procedure, they were having impedances issues and they had to replace the lead several times before they changed out the ins. It was reported that multiple multi-lead trialing cables were used to fix the issues, as well as an external neurostimulator and a clinician programmer. It was reported that the issue was resolved at the time of the report. No symptoms were reported. It was stated that the hospital was in possession of the ins that was not used and it was indicated that it would be returned. No further complications were reported/anticipated. It was reported that the date of the event was on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the unknown lead and implantable neurostimulator with serial number (B)(4) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product id11: 977c165, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the patient was in a vehicular accident and there was a failure of the generator and leads after impact. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.